Manufacturer narrative:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax that required chest tube placement and hospitalization. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the product and event details and system log review cannot be performed because system logs are not available. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event due to the following conclusion: the patient presented with shortness of breath after an ion endoluminal lung biopsy. A CT scan showed a pneumothorax which was moderate in size. The size of the pneumothorax grew over time and a chest tube was inserted to treat the pneumothorax. The patient was admitted for 4 days and recovered well. Although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred, the cause of the procedural complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. H4 is blank because there was insufficient product information available to determine the manufacture date. Fields g5, g7, h7, and h9 are not applicable.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and then experienced a pneumothorax. The patient required a chest tube and hospitalization. It was reported that an intuitive 19g flexision needle, cytology brush and a compatible forceps instrument was used during the biopsy. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following information: the procedure was completed as planned. The pneumothorax was discovered intra -procedurally via cone beam CT scan. The physician did not believe that the ion product caused/contributed to the pneumothorax and that the pneumothorax would have likely occurred via another modality as well. The pneumothorax occurred due to the proximity of the lesion to the pleura. A malfunction of the ion product did not occur. The patient presented with shortness of breath. The size of the pneumothorax was moderate and it grew over time. At no time was the patient considered medically unstable. A chest tube was inserted to resolve the pneumothorax and the patient was hospitalized for 4 days. The patient is currently doing well.